Manufacturer narrative:
No product has been returned for evaluation, nor were x-rays provided to confirm the alleged event. Labeling review: "...potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "...warnings, cautions and precautions: these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs..." "...patient education: the patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." No product returned for investigation.

Event description:
On (B)(6) 2018 patient underwent a posterior spinal fusion procedure at t12/l5 levels. Post index procedure a CT scan showed two screws deviated inside at l4 and l5 levels. A revision procedure was planned for (B)(6) 2018, but has not been confirmed to have occurred.

Manufacturer narrative:
Patient underwent a revision procedure where screws at l4 and l5 levels were explanted and re-used. No product will be returned for evaluation. Labeling review: "...single use: reuse of a single use device that has come in contact with blood, bone, tissue or other body fluids may lead to patient or user injury. Possible risks associated with reuse of a single use device include, but are not limited to, mechanical failure, material degradation, potential leachables, and transmission of infectious agents. Resterilization may result in damage or decreased performance.